Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record (lhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It was reported that the procedure was to implant an implantable cardiac resynchronization therapy defibrillator (crt-d) in the coronary sinus. It should be noted that instructions for use (IFU) guide wire hi-torque guide wires ce FDA states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the reported IFU violation did not cause or contribute to the reported separation. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during the procedure the guide wire likely kinked and became trapped in the anatomy resulting in the separation during retraction of guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to implant an implantable cardiac resynchronization therapy defibrillator (crt-d) in the coronary sinus. The whisper guide wire was used to help advance a lead. No resistance was noted during advancement or removal. Upon removal of the whisper guide wire, a small part separated and remained in the anatomy, visible via x-ray. The small piece remains in the patient and no treatment was provided. No additional information was provided.